Event description:
"Caller alleged discrepant results compared with the lab venous draw. Results as follows:" date: (B)(6) 2012, inratio: 3.2 lab venous: 10.0. "Caller also alleged discrepant results compared with the lab results as follows:" date: (B)(6) 2012, inratio: 3.0 lab venous: 0.9. Time elapsed between each method of testing is 2 hours. Patient's therapeutic range is 2.5-3.05.

Manufacturer narrative:
Investigation pending.